Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration, dizziness and non auditory perception. A CT scan confirmed electrode migration. Programming adjustments were made, however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information: b.3, d.6b & h.6. The recipient was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Dizziness symptoms have reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.